Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced connections issues between the transmitter and the pump. No additional patient or event information was available. A root cause could not be determined. At the time of the report with tandem technical support the reported issue had resolved.